Manufacturer narrative:
Complaint no: (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review and device history record review were performed with no issues found that would have caused or contributed to the reported event. If additional relevant information is obtained, then a supplemental MDR will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an umbilical hernia. The patient underwent elective surgical umbilical hernia repair in an outpatient setting. It was unknown if the umbilical hernia was pre-existing to peritoneal dialysis (pd) therapy or if the hernia had become aggravated or worsened due to pd therapy. Following the surgery, the patient was placed on temporary hemodialysis for healing purposes. At the time of this report, the patient had recovered from the hernia event and had restarted pd therapy. No additional information is available at this time.